Event description:
Patient revised due to pain caused by piece of cement floating in vivo, noted polyethylene wear on insert.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot and/or part/lot information required to review the device history records were not provided. Although the complaint is non-verifiable, provided information states the surgeon did not clean the area after applying the bone cement. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.